Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received lower adc device scan results of 2.9 mmol/l and 3 mmol/l compared to blood glucose readings of 8 mmol/l and 10 mmol/l obtained on a competitor brand meter device, and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death or permanent impairment associated with this event.